Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the vio integrated electrosurgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the vio iesu involved with this complaint and completed the device evaluation. The unit was returned for failure analysis but the reported failure of repeated c-30 errors could not be reproduced. The unit energized and cauterized and all ports recognized instruments. As a safety precaution the unit will be returned to the original equipment manufacturer for further investigation. No image or video clip for the reported event was available for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support engineer (tse) when the customer called in for assistance. Investigation revealed the following possible related system errors: iesu error: c-30 - hf voltage measurement value too high (redundant voltage sensor). Additional logs confirmed that system sk1930 was used on (B)(6) 2022 for a single vessel small thoracotomy procedure. This complaint is considered a reportable event due to the following conclusion: the vio integrated electrosurgical generator unit was replaced after the completion of the procedure due to multiple c-30 errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted single vessel small thoracotomy surgical procedure, the customer stated that they kept getting error messages and the erbe generator was generating c-30 errors. Prior to calling, the customer tried the following with no change; replacing instrument, replacing instrument cord, trying other erbe port, and power cycling erbe. The customer was proceeding with case with system as is. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the assistant manager of the surgery department and obtained the following additional information: the customer confirmed there was no injury to the patient and the procedure was completed robotically. The customer stated the erbe generator did not work properly at all during the procedure. The customer confirmed the issue was resolved. The customer stated the system was not inspected prior to use and no issues were noted during setup. The customer informed that the same generator was used for the remainder of the procedure. The customer provided patient demographic information.